Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the iol. No cartridge was returned. Iol returned in lens case. Solution and blood is dried on the iol. One haptic is cracked/fractured-rejectable at the gusset area, the other haptic is bent/deformed. The optic is cracked/fractured and scratched/marked-rejectable with a piece missing. The product investigation could not identify the root cause for the reported complaint "the haptic has broken because the lens was stuck inside the cartridge and injector" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. The reported complaint is lacking in relevant information such as associated products used to complete a thorough investigation. Due to the lack of information, we are unable to verify if the iol contributed to the event. Unable to conduct dimensional testing due to condition of returned sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, haptic has broken due to lens was stuck inside the cartridge and injector.